Manufacturer narrative:
(B)(4). Batch # r9216u. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. Further testing identified that the eeprom was not programed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. Our manufacturing process has been identified to be the possible cause of the eeprom issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device stopped suddenly during the procedure. An error message appeared on the gen11 to replace the instrument. No patient consequence reported.